Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information a patient with a bioprosthetic aortic valve, implanted for 9 years and 8 months, underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. A tavr was successfully performed using an edwards transcatheter valve. No aortic insufficiency or perivalvular leak post-tavr. Patient was transported from procedure in stable condition.

Event description:
Edwards received information that a patient with a 25mm aortic valve implanted nine years, eight months, underwent valve-in-valve procedure due to stenosis and regurgitation. A 26mm valve was successfully implanted inside the failing 25mm valve. There was no evidence of aortic insufficiency or perivalvular leak post implant. Patient was transported from procedure in stable condition. The patient was discharged home in stable condition on pod #2.